Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) exactamix 250 ml eva tpn bags leaked. A "pin hole" was observed "midway on the bag (way above where a needle would have been)". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the lot was manufactured june 14, 2018 - june 17, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.